Event description:
It was reported that the patient with a spinal cord stimulation (scs) trial leads was hospitalized due to suspected transient ischemic attack (tia), presenting with symptoms of confusion. Due to the urgent clinical need to perform magnetic resonance imaging (MRI), the trial leads were explanted. Based on the physicians assessment, the suspected tia was determined to be unrelated to the scs trial leads. The patient has since been discharged, is reported to be doing well, and has experienced no long term sequelae. The explanted trial leads are not available for return or analysis, as they were disposed of by the medical facility. No device malfunction is suspected.

Manufacturer narrative:
Block b3: approximate date when the transient ischemic attack (tia) was suspected. Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4).

Event description:
It was reported that the patient with a spinal cord stimulation (scs) trial leads was hospitalized due to suspected transient ischemic attack (tia), presenting with symptoms of confusion. Due to the urgent clinical need to perform magnetic resonance imaging (MRI), the trial leads were explanted. Based on the physicians assessment, the suspected tia was determined to be unrelated to the scs trial leads. The patient has since been discharged, is reported to be doing well, and has experienced no long term sequelae. The explanted trial leads are not available for return or analysis, as they were disposed of by the medical facility. No device malfunction is suspected.

Manufacturer narrative:
Block b3: approximate date when the transient ischemic attack (tia) was suspected. Additional suspect medical device components involved in the event: model number/catalog number: sc-2316-50e. Serial number: (B)(6). Batch/lot number: (B)(6). Model/catalog description: infinion 16 trial lead kit 50 cm. Unique identifier (UDI) #: (B)(4). Correction to the initial MDR in block: h6. The leads have not been returned as they were discarded by the medical facility. As such, physical analysis has not been conducted in our laboratory. However, a labeling review was conducted. A labeling review did not reveal any anomalies and there is no evidence that the device was used in an inconsistent manner with the labelled indications/instructions for use. A review of the device history record (DHR) confirmed that the device met specifications prior to shipping. No manufacturing deviations were noted that could have contributed to the event reported. An assessment of the investigation activities determined that the reported event is most consistent with a non device related medical condition, as the physician confirmed the suspected transient ischemic attack (tia) was unrelated to the scs system. Therefore, this investigation is assigned a probable cause of adverse event related to patient condition.